Event description:
The peg was placed but then the dome portion broke and migrated to the mucosa and was sucked up into the serosa. The pt was taken to surgery but the physician could not find the dome.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complaint.